Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump history was incomplete after a pump shutdown alarm occurred due to normal battery depletion. There was no adverse impact to the customer.